Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due to high thresholds. The patient received a new implantable cardioverter defibrillator at the same time (therapy upgrade) and a new rv lead was successfully implanted. No additional adverse patient effects were reported.